Event description:
The customer reported unable to acquire v2. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.